Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level (bg) was 300-380 mg/dl and high ketones that were identified as dangerous/ life threatening. Customer required 3rd party intervention to address high bg and high ketones and went to the ER on 3/30. Reportedly, customer received IV and fluids of saline and insulin. This treatment resolved the high bg and high ketones. There was no permanent damage to customer. Reportedly, customer was released from the ER on 4/1. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.